Event description:
The customer contact reported no flow. The tubing set being used to deliver lactated ringer's solution. It was reported that the anesthesiologist used the cair clamp to decrease the flow to an unspecified rate. After an unspecified length of time in use, the anesthesiologist noted that blood had backed up into the tubing and the lactated ringer's solution was not delivering. The anesthesiologist attempted to flush the tubing; however, the IV catheter was clotted. The IV catheter and tubing set were replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. All affected customers were notified via a device information letter. See attached letter. See scanned pages.